Manufacturer narrative:
The device was discarded by the customer. A technical eval has not been performed. A supplemental medwatch will be submitted when add'l info becomes available. Exemption code: (B)(4).

Event description:
It was reported that the pts complete circuit was changed out on sunday (B)(6) 2014 at 6am for excessive thrombus formation within the rotaflow blood pump and pre-membrane segment of tubing from the rotaflow into the quadroxid. Gas exchange was not compromised but thrombus formation had begun to occur on the arterial side of circuit, post membrane returning to pt. Clinician decided the need to change complete circuit due to multiple points of thrombus that had developed." (B)(4). This event is related to medwatch mfg report # 8010762-2014-01285 and importer report # (B)(4).